Event description:
It was reported the pt ((B)(6)) lost stimulation. A diagnostic test found impedance issues for several lead contacts. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.